Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, menorrhagia and iron deficiency anaemia had resolved and the fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage, iron deficiency anaemia and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information updated. Case became incident. Previously reported event injury is replaced with new events: menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, fatigue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.